Event description:
It was reported that during an un-specified procedure, and attempt was made to advance the nc trek balloon catheter, but the device could not be advanced onto the guide wire due to a kink in distal shaft. A new nc trek balloon catheter was used successfully with the same guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the inner member separated at the proximal balloon seal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with guide wire was not confirmed due to the condition of the device. The inner member was separated at the proximal balloon seal, suggesting a pulling force was applied to the distal tip. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.